Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. Dhrs (device history review) for the freestyle lite test strips were reviewed and the dhrs showed the freestyle lite test strips passed all tests prior to release. Retain testing was performed for the freestyle lite strips and all units performed within specification. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 44 mg/dl and 240 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 44 mg/dl and 240 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter (B)(4) was returned and investigated with returned test strips (B)(6). Visual inspection was performed on the returned meter and no issues were observed. Meter powered on with button depression and with insertion of returned test strips. Meter advanced to the ¿apply sample¿ screen when a test strip was inserted. Control solution testing was performed using high and low control solution. All results were satisfactory. No malfunction or product deficiency was identified.